Event description:
A malfunction was reported on the pump, and there were no notable events preceding it. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support again if the malfunction reappeared, which they acknowledged and understood.